Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. The insertion devices were returned without the anchor or suture strings. There is biological debris on the devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a fibular collateral ligament procedure, the osteoraptor anchor was insufficiently held while tying the knot and was pulled out. Surgery was completed with a back-up device instead. It was necessary to drill an additional hole. There was a surgical delay of less than 30 minutes, and no further complications were reported.